Event description:
It was reported that the fiber cap detached at approximately 10,000 joules into the case. Preliminary analysis of the returned fiber, revealed the cap was detached and melted. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. It was reported that the procedure was completed with a different fiber. There was no patient injury reported. No additional information was provided by the customer.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break.